Event description:
The customer reported via phone call that he had a motor error alarm and cannot clear it. Customer's blood glucose was 190 mg/dl at the time of the incident. Customer was assisted with clearing the alarm. Customer was changing his infusion set when the alarm occurred. Customer does not use the sensor feature on the pump. Customer stated that they were unable to complete the rewind sequence. Customer reported that the pump zeroed out all his settings and counted up before stopping at 7. The pump then went blank. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. The insulin pump was unable to confirmed error alarm due to over written history file. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.